Event description:
The event was reported that the dr. Was performing a breast biopsy after the third sample had been taken and the cutter was attempting to retract the sample, the cutter seemed to get caught on the inside of the probe. This caused the entire probe to retract from the breast. With the st holster tightly positioned on the autoguide, the cocking levers started retracting into the cocked position. The dr. Decided to stop the case at that point. The dr. Would have liked to take more samples but was satisfied with the samples attained. There was no pt consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.